Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic wedge resection procedure, after having navigational bronch. The reinforced stapling reload was being applied to the lung. Tried to fire a reinforced reload and it would begin to fire and went across the tissue three fourths of the way and then stopped. The staple line was incomplete at the distal end. Same issue occurred with a second reload. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were partially fired. Microscopic evaluation noted that the first reload had damage to the cutting edge of the knife blade. The clamping mechanisms of both reloads were deformed. The anvils of both reloads were bent. Functionally the reloads were loaded into a post market vigilance instrument, the interlock was overridden, and the reloads were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic wedge resection procedure, after having navigational bronch. The reinforced stapling reload was being applied to the lung. Tried to fire a reinforced reload and it would begin to fire and went across the tissue three fourths of the way and then stopped. The staple line was incomplete at the distal end. Same issue occurred with a second reload. In order to resolve the issue and complete the case, opened a new reload and the device worked and fired across the tissue fully. There was no patient injury.